Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician with supplemental information by a nurse from the (B)(6) of sterile peritonitis in a patient coincident extraneal viaflex and physioneal therapies. On (B)(6) 2012, the patient experienced peritonitis manifested by pyrexia and abdominal pain. The severity of the peritonitis was moderate. On (B)(6) 2012, the patient was hospitalized. The cause of the peritonitis was unknown, however, the patient received retraining on an unreported date. On (B)(6) 2012, the patient received a 30 mg/l bolus of vancomycin which was repeated on days 5 and 10, and levofloxacin 500 mg bolus. Followed by 125 mg by mouth (po) daily for the sterile peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, remedial treatment with vancomycin and levofloxacin was stopped. The patient recovered from the sterile peritonitis.

Manufacturer narrative:
(B)(4).this complaint for peritonitis -no malfunction or use error is not confirmed. The assignable cause is undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.